Event description:
It has been reported to philips that could not enable x-ray. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and identified that the ippc lateral was not booting. A review of the system log file found that the issue with ippc. The defective part was returned for analysis and cause of the defect was not concluded. However, the replacement of the ippc by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.